Event description:
The customer reported the system made a popping noise during a procedure and shut down. The system was arcing and shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board, snubber board, and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.